Event description:
The facility reported a flo-gard infusion pump with a constant false occlusion alarm. According to the facility, it is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with a constant false occlusion alarm could not be confirmed as this facility is not sending the pump to baxter for device evaluation or repair. Therefore, no assignable cause can be provided and no repairs will be made.should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.